Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55811015540, 510k #k122433 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient underwent an unspecified surgery using sas screw. Post-op, patient suffered with burst trauma at th12 and hence correction was performed with trauma device. After performing fusion at th11/l1, the screw at left l1 was found to be broken intra-operatively. The breakage was unknown before the operation, and it turned out to be broken during the operation of screw removal after bone fusion achieved. The tip of the screw remained in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual examination of the mas bone screw confirmed bone screw complete fracture at approximately 3 threads from the base of the bone screw head. Microscopic examination did not identify material defect near the area of fracture, which could contribute to crack propagation. Microscopic examination of the fracture surface identified gently curving convex striations throughout the cross-sectional area of the implant, which is indicative of cyclic fatigue until subsequent mechanical failure of the screw. Dimensional inspection of major diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing of the implant components. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.